Event description:
It was reported that the patient went to the hospital because he heard an audible lead integrity alert tone. The information reviewed showed evidence of problems in the integrity of the right ventricular lead. A brady (pace/sense) lead was implanted and the original lead remains in use for the high voltage circuit. The pace/sense portion of the right ventricular lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Manufacturer narrative:
Additional information received indicated the patient developed an infection and the lead was removed and returned. Evaluation summary: (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, several conductors distorted, the defibrillator conductor was cut, there was blood/body fluid on the outer tubing overlay, outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. (B)(4): performance data collected from the device and was analyzed. There was high resistance/impedance noted. Two patient alerts for out of tolerance sub threshold lead impedance on (B)(6) 2010 02:15:02 and (B)(6) 2010 02:15:05. The weekly pace lead impedance trend data show spike increases for max right ventricular pace equaling 464 to 2240 ohms range between (B)(6) 2010 and (B)(6) 2010. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.